Manufacturer narrative:
Evaluation results: the infusion pump was evaluated for co. Both channels ran at 5 ml/hr for twenty-four hours. The accuracy results were within specification. No spontaneous changes in the infusion rate were observed. The infusion pump has multiple safeguards to protect against a spontaneous unprogrammed rate change. The most likely cause of the rpt'd occurrence was user misprogramming.

Event description:
Channel one was programmed to infuse a cardiazem solution at 5 ml/hr. Approximatley one hour later the adult patient's heart rate dropped from 80 to 50 bpm. It was then noted that the rate displayed on the pump was 80ml/hr. The infusion was stopped and the pump was removed from patient use. No additional patient intervention was reported, and the patient returned to pre-incident status.